Event description:
It was reported that a low, out of range, pacing lead impedance alert was observed via a remote transmission. All measurement were normal during in-clinic isometric testing. Patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.